Event description:
It was reported that, a sudden increase in the impedance system was exhibited in this electrode. The measurements were out of range. Subsequently, the patient was hospitalized. X-rays were performed, and a fracture was noted on the xiphoidal area. The technical services (ts) recommended to explanted and replaced the electrode. At this time the electrode remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this electrode was explanted and replaced due to insulation issues, dislodgment and impedance issues. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation concluded that this electrode exhibited a fracture in the area just distal to the terminal end (distal to the notch area). During assembly of the emblem s-ICD electrode, a small amount of adhesive is applied to a location just distal to the proximal sense ring. Over time, mechanical stresses on the electrode at this location may create the potential for a fatigue crack to initiate from the outer lumen. This crack then propagates inward toward the center-oriented distal sense conductor and may eventually result in the fracture of the conductors and insulation.

Event description:
It was reported that, a sudden increase in the impedance system was exhibited in this electrode. The measurements were out of range. Subsequently, the patient was hospitalized. X-rays were performed, and a fracture was noted on the xiphoidal area. The technical services (ts) recommended to explanted and replaced the electrode. At this time the electrode remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this electrode was explanted and replaced due to insulation issues, dislodgment and impedance issues. No additional adverse patient effects were reported.

Event description:
It was reported that, a sudden increase in the impedance system was exhibited in this electrode. The measurements were out of range. Subsequently, the patient was hospitalized. X-rays were performed, and a fracture was noted on the xiphoidal area. The technical services (ts) recommended to explanted and replaced the electrode. At this time the electrode remains in service. No additional adverse patient effects were reported.